Event description:
A patient contacted (B)(4) regarding assistance with a low drain volume alarm while using the homechoice (hc) during therapy. (B)(4) reviewed the programming with the patient. The patient stated they bypassed the initial drain and resolves the alarm by pressing "stop" then "go". (B)(4) explained possible causes for the alarm and the patient explained they drain into a container with no air gap at the end of the line. The patient was advised to contact their dialysis nurse and contact baxter when getting alarms. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurring during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. User error was suspected, but the labeling review found the labelling was adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.